Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the x-rays revealed the patient's lead has migrated. Reprogramming was unable to resolve the issue. The patient is to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned. The patient reported effective stimulation therapy postoperative and the issue is now resolved.